Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from bed to wheelchair the shoulder clip of the sling detached from the spreader bar of the maxi twin lift. The patient fell down and sustained cranial trauma laceration with bleeding as a consequence of the event. It was noticed that the patient was hospitalized.

Manufacturer narrative:
An investigation was carried out into this complaint. Following the information received it appears most likely that during the patient's transfer from bed to wheelchair the shoulder clip of the sling detached from the spreader bar of the maxi twin lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi twin lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. Based on the information received the sling involved is fitted with "grey" clips. Production of slings with grey clips has stopped some time ago (between 2005 2006). Following the lift instruction for use (IFU) for these items are to be discarded after two years lifetime, or before that, when damaged. The sling involved therefore was significantly past its lifetime. This we believe does not impact on the performance of the sling when using according to the IFU but this is an indication that the sling should have been withdrawn from use and replaced, and also indicates that the IFU was not being followed. It can be established that the sling and the lift, which work together as a system, were found to have been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: from simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked if the clips are correctly attached and remain in tension as the weight of the patient is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional possible causes that also involve use that is not following the IFU: when a transfer occurs from a bed, this means at some point there must be a repositioning from horizontal to seated position to place a person in wheelchair. If this scenario occurred in the middle of the resident's transfer this means that (a) the clip was in place and (b) it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. This scenario seems to be related also to this event. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The maxi twin lift instructions for use contains crucial warnings, inter alia: "important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." "Lift the resident using the hand control and adjust resident to a comfortable position before the transfer." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously for previous incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and check the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.